Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working properly. Two weeks later, the patient underwent surgical intervention to revise the device. A crack was identified in the balloon connecting tube, so the aus was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. Visual and micropscopic inspection of the balloon and pump found no abnormalities and passed the leak testing performed. The balloon did not pass the functional testing performed. Visual and microscopic inspection of the cuff found wear at a fold in the cuff shell with scaling on the back and shell of the cuff. Based on the information, the device operating out of product specifications could affect the product performance.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working properly. Two weeks later, the patient underwent surgical intervention to revise the device. A crack was identified in the balloon connecting tube, so the aus was replaced. There were no patient complications reported.